Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a battery error. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.